Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: it was reported that "while using the device, the manta device could not be inserted into the manta sheath. The issue occurred in three (3) devices from the same lot. After the first and second failed attempt to lbc. A new manta system was used each time. The sheaths were exchanged without major blood loss or any other issues. Since the user wanted to prevent another sheath exchange, he was able to manage to use the third device. The closure was completed successfully. The patient didn't suffer any harm from due to this event. Associated to: MDR 3010252479-2022-00068 manta and MDR 3010252479-2022-00070 manta.

Manufacturer narrative:
The device was not returned for investigation. No product return evaluation could be completed. The device history review was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a protected pci procedure, a 14f ce manta was planned for closure in the right femoral artery. The physician was not able to insert the manta closure into the manta sheath. The physician encountered an "elastic" resistance attempting to advance the bypass tube through the hemostatic valve of the manta sheath. The bypass tube did not buckle or bend when met with resistance. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to: MDR fu-3010252479-2022-00068 manta. MDR fu-3010252479-2022-00070 manta.